Manufacturer narrative:
(B)(4)

Event description:
Pentax medical was made aware of a complaint on 07-apr-2021 that occurred in the united states. The reported complaint of "accessory stuck in scope" involved pentax medical video colonoscope, model ec-3490li, serial number (B)(4). The user said the part that connects to the processor piece is stuck in the channel on the right side. No serious injury or death of a patient or user, or delay in a procedure which would require medical intervention was reported. The user responded to a good faith effort via email on 13-apr-2021 and stated that the accessory was discovered to be stuck during the pre-check after processing. The customer owned endoscope was received by pentax medical for evaluation on 08-apr-2021. During cleaning the small piece of accessory came out of the suction nipple confirming the customers reported complaint. The accessory was not saved by the pentax medical reprocessing technician. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician documented the following inspection findings on 12-apr-2021: endoscope failed electrical safety test - plct, right angulation decreased, up angulation decreased, passed wet leak test, passed dry leak test, left angulation decreased, umbilical cable single buckled under pve root brace, pve electrical connector frame mild corrosion, mild moisture on pve electrical connector frame, down angulation decreased. The device underwent repairs including the following components: o-rings and seals, pcb for ccd drive pb-free, electrical connector assy, o-ring (1.8x19.8). Model ec-3490li, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on 11-jun-2013. On 06-may-2021, a device history record(DHR) review for model ec-3490li, serial number (B)(4) was performed under (B)(4), the DHR review confirmed the endoscope was manufactured on 09-may-2013 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 10-may-2013. Instructions for use(IFU), includes the following warning section 2-1-3, 3) "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The endoscope is awaiting repair and approved by final qc as of 05-may-2021.